Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: the getinge clinical representative facetimed the customer and noted the flattened ECG waveform and lots of artifact. The clinical representative recommended new ECG patches with a small amount of doppler gel on each pad and advised to move the pads to slightly different locations on the patient. This immediately worked well and a ECG waveform was present, clear and crisp. The pump auto switched to ECG trigger. They had no further questions and the call ended. The issue was resolved and the iabp is functioning well per the customer and they have not requested service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had ECG trigger issues. The customer reported artifacts on the ECG tracing of the iabp. The patient had been unstable with multiple runs of vtach and rapid afib and in and out of sinus tachycardia. The iabp was on auto mode and in pressure trigger. No patient harm, serious injury or adverse event was reported.